Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 14402092.

Event description:
It was reported that the patients ipg was not working as intended. It was also noted that the patients lead was fractured and had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the facility.